Manufacturer narrative:
(B)(4). Batch # n54u52. Additional information received: the patient was female with a bmi of 35 the analysis found that one plee60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (b, c, d) gst60b, n5484v were received fully fired and in good visual conditions. Cartridge (f) gst60b, n54c60 was received fully fired and with the cartridge pan detached. Cartridge (g) gst60g, n5407w was received fully fired and in good visual conditions. Cartridge (h) gst60d, n5405d, was received with the left side fully fired, right side partially fired 1/2 and the cartridge pan detached. Upon evaluation of the reload (h) the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing, with a green reload without buttressing material, the device fired fine. For the second firing, the device was loaded with a gold load without seamguard and when the device was fired it sounded more labored than usual. The device was released from the tissue and the surgeon noticed the specimen side had no staples and there were sporadic staples missing on the inner-most row of staples on the patient side (nearest the cut line). There were no issues with the cut line, or bleeding, but the surgeon did oversew the staple line where staples were missing for reinforcement. The surgeon did not fire across any clips or hard instruments. A second device of the same product code and lot number was pulled and loaded with a green reload, this time with gore seamguard buttressing material. The device was fired and the surgeon noticed the rows of staples were not parallel to the cut line, but ¿fishtailed out.¿ the staples were angled, similar to a herringbone pattern. A third device of the same product code but different lot number was used with three additional blue reloads, each with gore seamguard buttressing material to complete the procedure, all which had the same issue with the staples angling. The tissue was not abnormally thick. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 7/5/2016 intra-operative photo was received. The photo provided shows tissue with a staple line along the tissue, it seems that two staples are missing from the staple line outer row, however there are no signs of bleeding. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Manufacturer narrative:
Pi1-12k0d77/(B)(4). Date sent: 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. G6: follow-up report number.